Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax which required chest tube placement. The patient had chest pain. The size of the pneumothorax was moderate, and it was identified via chest x ray after the procedure. The target nodule was on the right lower lobe, about 1.5 centimeters in size. The lesion was abutting the fissure in the right lower lobe superior segment and close to the pleura. One of the biopsy tools used was suspected to have contributed to the pneumothorax; the instruments used were needle, forceps, and needle brush. The patient was admitted for one day and was subsequently discharged home. Subsequent follow up was done after 5 days and showed that the pneumothorax had resolved. Currently, the patient was reported to have completed the treatment for lung cancer. The physician believed that the pneumothorax would have likely occurred via another modality because the target nodule was immediately adjacent to the fissure. There was no device malfunction was associated with the event.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. On (B)(6) 2022, per an isi advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. As a result, placement of a chest tube and hospitalization were required to resolve the complication..